Event description:
It was reported that the tubing of a continu-flo solution set ruptured (¿blew out¿) during a CT scan. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection identified what appeared to be a burst in the tubing approximately one inch in length located about one inch about the male luer. The reported condition was confirmed. Review of the product label found that there are no statements approving this product for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the continu-flo solution set was used with a power injector during the CT scan.the cause was determined to be unapproved use of a power injector with the set. A baxter sales representative has provided the customer with information regarding the set and power injector use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.